Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. The customer received complete pump reset information from technical support, planned to reset the pump independently, and chose not to require further follow-up from support, leading to the case being closed.